Event description:
It was reported by the customer that a pyxis medbank system had drawer issue. The customer stated that they are unable to issue medication, wrong drawer opened. The states drawer only opens for narc key, interrupting the dispensing of medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer issue. The customer support specialist stated that the customer restarted the machine and attempted to issue medication again, after key prompts, clicks next and this time was able to issue the medication. The system functioned as intended after the customer troubleshooted the device.